Event description:
It was reported that the patient's stimulation therapy was no longer adequate following a couple of non-device related falls. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well post-operatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.